Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One - patient alert for rv pacing lead impedance =2016 ohms on (B)(6) 2010 03:00:04. Weekly pacing measurement log data shows varying impedance and increase for min and max v.pace=600 to 4976 ohms peak between (B)(6) 2010 and (B)(6) 2010.

Event description:
It was reported that the right ventricular lead showed high impendence and high thresholds on the pace/sense portion of the lead. The lead remains implanted for high voltage purposes and a new pacing lead was implanted. No patient complications were reported as a result of this event.